Event description:
It was reported that lead alerts triggered due to impedance spikes on the right ventricular (rv) coil, and superior vena cava (svc) coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.